Manufacturer narrative:
Analysis of the catheter found damage to the transition tube.

Event description:
Additional information was received from a consumer. It was reported that the catheter wasn't working right with their pump. It wasstated that the pump may have not been put in properly and could have been a contributor and reason for replacement because "the fluid was not going where it should have been". It was noted that the patient's healthcare provider (hcp) wasn't surprised that the patient was not getting adequate pain coverage for where it was.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 16-mar-2016 and it was reported that the reason the refill could not be done in the fall of 2015 was because the ¿valve would not open¿.

Manufacturer narrative:
Concomitant products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: pump. Product ID: neu_refillneedle, product type: accessory. (B)(4).

Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving intrathecal morphine (5mg/ml, 2.2024mg/day) and baclofen (25mcg/ml, 11.012mcg/day) and an unknown drug via an implanted pump. The pump's indication for use (IFU) was listed as spinal pain. Non reservoir drugs included: lidocaine patches, oral morphine pills, neurontin, coumadin, imitrex, seroquel, and vistaril. On (B)(6) 2015 indicated the pump and catheter were explanted on (B)(6) 2015 due to the inability to refill. The patient also complained of a return of pain. It was reported the hcp was unable to aspirate the catheter and attempted to remove drug from the pump, but it was empty. The pump was confirmed to be empty after explant when the hcp attempted to aspirate the refill port. The issue was considered to be resolved at the time of the report. The patient's status at the time of the event was stated to be alive with no injury. Please refer to mfg. Report# 3004209178-2015-22967 for information pertaining the pump issues.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.